Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a varipulse catheter for which biosense webster¿s product analysis lab (pal) identified a break in the tip which exposed internal wires. It was initially reported by the customer that during pulsed field ablation (pfa) applications, after some usual shots in the pulmonary veins (left atrium), some varipulse electrodes became full black because of impedance being higher than 300 ohms (320 ohms). It was impossible to deliver shot and pulse in this conditions. Position was as usual. There were no alert on the trupulse generator excepted for high impedance. The catheter was positioned at the very entrance of pulmonary vein. This happens in left inferior and right inferior veins, on different electrodes (#1 & #2). Partially solved by new positioning of the catheter in the veins. No alerts on the carto 3 system. Use of another device to complete the procedure. No patient consequence. The customer's reported high impedance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2026, the bwi pal revealed that a visual inspection of the returned device found the tip of the device was broken, with internal wires exposed. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the tip of the device was broken, with exposed wires. The device was connected to carto 3 system, and the trupulse generator, and it was recognized; however, high impedance on some electrodes were displayed at the generator screen. Additionally, the device was not visualized as error 116 was displayed on carto 3 system screen. Due to the impedance condition, the handle of the device was dissected, and the electrical wires were inspected and no issues were found; resistance of the electrodes with high impedance were measured and the readings were out of specifications. Then, the shaft of the device was dissected and electrical wires continuity was measured, and an open circuit was identified at the tip area. The electrodes were removed, and the tinned and crimped condition were inspected; however, no issues were found. Finally, due to error 116 the resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was found. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The high impedance issue reported by the customer was confirmed due to the open circuit found at the tip area. The potential cause of the open circuit could be related to the tip damage; however this could not be conclusively determined. The magnetic sensor error identified during the test is unrelated to the reported event by the customer. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).